Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-25. H6: investigation summary. Two 20350e-0006 samples were received for investigation; one in open packaging from lot 20075223 and one without packaging. The sample received without packaging had residual fluid in the line. From the information provided by the customer it appears that the customer faced issues with the pump alarming for occlusion when the initial leaking set was replaced with alternative 20350e-0006 products. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing did not identify flow restrictions or occlusions throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075223 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20350e-0006 product. H3 other text : see h10.

Event description:
It was reported that 2 17 inch ext set w/.2mf & vlv ports experienced leakage, and were clogged. The following information was provided by the initial reporter: during the use of equpment, we found it leaking from the connection point with the pvc line just before starting ctx, a new filter installed but we notice that filter is not dilvering enough medication and the alaris keeps infusing air until it alarms. The filrter was installed after the pvc and before the multi port connection line proximal to alaris pump. Leater pvc has placed to be the primery infusion line, and alaris kept alarming of occulsion at patient side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 17 inch ext set w/.2mf & vlv ports experienced leakage, and were clogged. The following information was provided by the initial reporter: during the use of equpment, we found it leaking from the connection point with the pvc line just before starting ctx, a new filter installed but we notice that filter is not dilvering enough medication and the alaris keeps infusing air until it alarms. The filrter was installed after the pvc and before the multi port connection line proximal to alaris pump leater pvc has placed to be the primery infusion line, and alaris kept alarming of occulsion at patient side.